Event description:
The surgeon gave integra reps an explanted universal 2 total wrist carpal poly (standard medium size) during a meeting as an example of poly wear. The part showed delamination and wear of the articular surface. There was patient contact and revision was required. Add'l info was requested but as per surgeon, he did not have any of the requested info and there was no way for him to find it as he now knows that this particular implant was sent to him by another surgeon.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.